Event description:
It was reported by service report that the right foot side rail section would not latch in the up position due to a broken weld. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.